Event description:
The field service engineer reported a broken door #2. Info was not provided regarding or not the problem occurred during a pt infusion. No reports of injury or medical intervention.